Manufacturer narrative:
Customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, possible under delivery anomaly and visit to emergency room for high bgs found on (B)(6)2023. In addition, as per customer's note: customer alleged for possible under delivery anomaly and high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the month on (B)(6) 2022. In further full review of the pump history/traces on the event date of 18-dec-2023, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 18-dec-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 22.4. Daily total of basal insulin delivered = 10. Daily total of bolus insulin delivered = 12.4. On (B)(6) 2023 01:53:32.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.8. Bolus amount delivered = 0.1. On (B)(6) 2023 07:30:46.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6) 2023 08:51:38.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.9. Bolus amount delivered = 0.65. On (B)(6) 2023 08:53:11.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.2. Bolus amount delivered = 0.2. On (B)(6) 2023 10:31:52.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 2. Bolus amount delivered = 0.05. On (B)(6) 2023 10:41:47.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.3. Bolus amount delivered = 1.35. On (B)(6) 2023 10:44:04.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.9. Bolus amount delivered = 1.35. On (B)(6) 2023 10:45:54.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 0.1. Bolus amount delivered = 0.1. On (B)(6) 2023 11:31:52.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 1.3. Bolus amount delivered = 1.2. On (B)(6) 2023 15:26:08.000. Normal bolus delivered. Bolus programming method = cl1 food bolus (670 only). Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6) 2023 16:05:58.000. Normal bolus delivered. Bolus programming method = cl1 food bolus (670 only). Normal bolus amount programmed = 2.4. Bolus amount delivered = 2.4. On (B)(6) 2023 18:20:40.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 2.2. Bolus amount delivered = 2.2. On (B)(6) 2023 18:57:40.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. On (B)(6) 2023 19:40:18.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 0.3. Bolus amount delivered = 0.3. On (B)(6) 2023 19:40:50.000. Normal bolus delivered. Bolus programming method = cl1 bg correction (670 only). Normal bolus amount programmed = 0.2. Bolus amount delivered = 0.2. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: on (B)(6) 2023 14:16:56.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 17:05:15.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 19:39:40.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 19:41:01.000. Alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 19:56:18.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 23:08:47.000. Alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 01:53:32.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 06:52:00.000. Alarm alert notification fault number = no delivery (7) during basal delivery. On (B)(6) 2023 07:28:12.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 07:28:55.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 07:29:26.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 08:51:38.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 10:31:52.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 10:41:47.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 10:44:04.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. On (B)(6) 2023 11:31:52.000. Alarm alert notification fault number = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 18-dec-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 05:49:00.000, on (B)(6) 2023 05:59:00.000. On (B)(6) 2023 20:54:00.000. On (B)(6) 2023 21:04:00.000. On (B)(6) 2023 23:14:00.000. On (B)(6) 2023 02:29:00.000. On (B)(6) 2023 03:17:00.000, on (B)(6) 2023 03:27:00.000. On (B)(6) 2023 05:49:00.000, on (B)(6) 2023 05:59:00.000. On (B)(6) 2023 13:24:00.000, on (B)(6) 2023 13:34:00.000. On (B)(6) 2023 15:59:00.000, on (B)(6) 2023 16:09:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 23:30:00.000. On (B)(6) 2023 06:22:00.000, on (B)(6) 2023 06:32:00.000. On (B)(6) 2023 16:49:00.000, on (B)(6) 2023 16:59:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 07:08:15.000. Sensor signal not found alert (796) was recorded and found in the formatted history file on: (B)(6) 2023 00:02:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:18:11.000. On (B)(6) 2023 14:19:03.000. On (B)(6) 2023 14:41:29.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 14:17:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:18:19.000. On (B)(6) 2023 14:19:11.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. No unexpected low battery alert and failed battery alert/battery failed alarm noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a slightly broken battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm and possible under delivery anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 416 mg/dl. The customer reported the pump was not given insulin and received an insulin flow block alarm. Troubleshooting was partially performed. The customer reported shaky, tired, and lightheaded as symptoms. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. The auto-mode/smart guard feature was active. The customer visited the emergency room for high blood glucose. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.